Event description:
New information received indicated that post-paced t-wave oversensing was observed after programming changes were made. Additional programming changes were recommended. No further information available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular channel via remote transmission. Patient was asymptomatic. Two episodes of t-wave oversensing were seen after programming changes were made. Additional programming changes were recommended; device remains implanted. No further information available.